Event description:
It was reported that pump generated cartridge alarm 20 and customer experienced multiple occurrences, leading to request for replacement equipment. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge and continued insulin therapy, agreed to use current pump and alternate method if needed until replacement arrived. Technical support arranged shipment of replacement pump with updated software.